Event description:
Event description guidant received information that this recently implanted cardiac resynchronization therapy device (crt-d) emitted beeping tones. Upon interrogation, the r wave was found to be less than 3mv and the impedances were over 2000 ohms.